Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a 250ml intravia empty container leaked ¿from the tubing piece on the end of the bag.¿ the reporter stated that it appeared that the tubing piece had not been sealed properly. This occurred prior to patient use. There was no patient involvement. No additional information is available.